Event description:
It was reported that the patient presented to the hospital. Upon interrogation, the pulse generator exhibited an error message. The device was resolved by clearing the message. The device remained implanted. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.